Manufacturer narrative:
Although there was no allegation that a malfunction of the endowrist vessel sealer instrument occurred, the surgeon believed that thermal spread from the instrument might have caused the patient's intra-operative complication. The site indicated that the endowrist vessel sealer instrument was not available for return to isi for evaluation. Therefore, the root cause for the alleged post-operative complication experienced by the patient is unknown. If additional information is received a follow-up medwatch report will be submitted to the FDA. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. There were no abnormal patterns or extended seal events. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted prostatectomy surgical procedure, the patient experienced post-operative lower limb numbness and dysfunction secondary to obturator nerve damage. However, at this time, the root cause of the post-operative complication is unknown. There was no allegation from the surgeon or site that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure.

Event description:
It was reported that after undergoing a da vinci-assisted prostatectomy surgical procedure, the patient experienced post-operative lower limb numbness and dysfunction, secondary to obturator nerve damage. On (B)(6) 2017 during the surgical procedure, the endowrist vessel sealer instrument was used to dissect the obturator nerve's lymph nodes. On post-operative day 1, the patient allegedly experienced sensory impairment down the left lower limb which was noted to be permanent. The sensory impairment reportedly got well on post-operative day 3; however, the patient allegedly experienced unspecified impairment and dysfunction upon lifting his leg. It was confirmed that same day by an orthopedic surgeon that the patient's adductor muscle was impaired and the patient sustained obturator nerve damage. The patient began rehabilitation on post-operative day 4 and was discharged from the hospital on (B)(6) 2017. On (B)(6) 2017, the patient felt pain on the lower limbs and visited an orthopedic surgery department. The patient was found to have significant atrophy of the adductor muscle. On 09/21/2017, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the site: the duration of the da vinci-assisted prostatectomy procedure was approximately 3 hours. During the surgical procedure, the patient was in a 30-degree head-down tilt, lithotomy position. A hug-u-vac steep trendelenburg positioner was used during the surgical procedure and a nurse reportedly checked the patient's positioning on a regular basis. The surgeon reviewed the video of the surgical procedure and confirmed that there was no malfunction of the endowrist vessel sealer instrument. The surgeon also confirmed that there was no evidence of a burn or cut injury on the obturator nerve. However, the surgeon believed that thermal spread from the tips of the endowrist vessel sealer instrument could have potentially caused the obturator nerve damage. An isi clinical development engineer (cde) has also reviewed the video recording of the surgical procedure. The cde determined that it is inconclusive if the nerve damage was caused by thermal spread from the endowrist vessel sealer instrument or mechanical damage while the surgeon used the monopolar curved scissors instrument's tips to clear tissue from the nerve. The cde also indicated that based on the video recording, the obturator nerve was not within the jaws of the endowrist vessel sealer instrument at any time. It is reported that the patient is recovering and back at work; however, he is still unable to lift his leg. The site indicated that the obturator nerve damage could be permanent.